Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the needle would not let air or insulin in or out after removing air out of cartridge. There was no reported adverse impact to the customer's blood glucose level. A syringe needle change was performed resolving the issue.